Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
"We are having leaking issues at (B)(6) with the 60ml ll and the 10ml ll. This has been going on for a few months and I was just notified. There is a picture of propofol on the syringe pump leaking. I spoke with (B)(6) the crna at (B)(6). He told me this has happened when drawing up meds and has been with propofol or water based drugs, so he says all medications. He is getting propofol and other medications all over his hands and is extremely concerned with contamination. He is not happy with bd products and is losing faith he said with the quality. He also works at (B)(6). They use the baxter syringe pump which is only calibrated to take a 60cc syringe. He also said it seems to get worse with the more volume added. I really appreciate your help. The crnas and anesthesiologist's have the same feedback which is there is leaking at the plunger of the syringe when it gets close to the 60mls." It was reported that the bd¿ syringe with bd luer-lok¿ tip leaked medications at the plunger end of the syringe during use. No reports of serious injury or medical intervention noted.